Manufacturer narrative:
Mitek is at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Pt had acl repair in (B) (6) 2009 in which the milagro interference screw was inserted into the pt's tibia to secure soft tissue graft. Pt subsequently complains of discomfort in the knee and on the (B) (6) 2010, the milagro interference screw was removed from the pt's tibia. At this re-surgery, the surgeon noted that the tibial tunnel was approx 13mm in diameter, and in the original surgery the tibial tunnel was 8mm. The pt's acl graft was secure in the tibia. Test results noted "(B) (6)". Pt scheduled for bone grafting on (B) (6) 2010.